Event description:
Patient is not sure of the cause. The unit worked until the cardioversion. Patient could charge it, then internal insert would get h ot, and the charge would discharge immediately. Patient went to the hospital as this also affecter their inspire. Dr's at hospital could not help. They then called medtronic and arranged to be seen where they confirmed the battery was not working. Patient had the battery replaced on (B)(6) 2026 and the unit will be returned on the 29th - it is at the doctor's office.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for the call was the caller reported that the implant doesn't seem to be working right. Caller stated that a week and a half ago the patient had to have a cardioversion because they had afib and since the cardioversion the implant will not hold a charge. Caller also stated that when the patient goes to charge the implant gets very hot within their body. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.